Event description:
It was reported that this pacemaker and non-boston scientific right ventricular (rv) lead stored a high, out-of-range pacing impedance measurement of 2328 ohms. This resulted in the lead safety switch (lss) reverting the rv lead to the unipolar sensing and pacing configuration. It was also observed that the minute ventilation (mv) sensor was disabled. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker and non-boston scientific right ventricular (rv) lead stored a high, out-of-range pacing impedance measurement of 2328 ohms. This resulted in the lead safety switch (lss) reverting the rv lead to the unipolar sensing and pacing configuration. It was also observed that the minute ventilation (mv) sensor was disabled. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.